Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) frequently and for a long period of time. It was also noted that the ipg was unable to be charged beyond two bars. The patients ipg was replaced with a magnetic resonance imaging (MRI) compatible device, and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023.